Event description:
For a fractionated radiotherapy treatment, the pt was positioned at the linear accelerator using the brainlab exactrac x-ray positioning system. During radiation treatment of the first treatment field (arc), a slight collision of the rotating gantry head of the linear accelerator with the treatment couch caused the pt's treatment position to move out of tolerance during irradiation. The user detected the unintended change of the pt position with an x-ray verification using the exactrac x-ray and corrected the pt's treatment position. This scenario repeated when the user re-attempted to treat the treatment failed (arc) in question. The user then changed the pt's position on the couch and newly positioned the pt for treatment using exactrac x-ray, the treatment was then completed without any further issue. Apparently this scenario also had occurred during treatment of the former radiation fraction for the same pt two days earlier. At that time the user had assumed that the detected change of the pt position was caused by movements of the pt on the treatment couch.

Manufacturer narrative:
According to the hospital, there is no negative clinical effect for the pt expected. The hospital is continuing with the treatment as prescribed. With this treatment set-up in question, there was no risk of a direct collision with the pt. There has been no injury or adverse clinical effect reported by this or any other hospital regarding this issue. There is no indication of a malfunction or a quality or performance issue with the brainlab device, and according brainlab measures to reduce the risk to be as low as reasonably practicable are already in place regarding this issue. The brainlab device works according to spec. Brainlab intends to remind this hosp of appropriate checks and surveillance regarding potential collisions during radiation treatment.